Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the lock/unlock screen. Subsequently, the pump reset unexpectedly. Customer¿s blood glucose level was 115 mg/dl. Reportedly, the customer was able to reload the existing cartridge and customer continued to use the pump for insulin therapy.